Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/17/2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection. The root cause was determined to be a defective transmitter.